Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was reading inaccurately high compared to her feelings and/or normal readings and another device (brand not specified). The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient was unable to recall when the alleged issue first began. The patient claimed obtaining blood glucose readings of ¿400, 432, 239 and 514 mg/dl¿ on the subject meter, which she felt were high compared to her feelings and/or normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient also claimed obtaining ¿439 mg/dl¿ with the subject meter and ¿119 mg/dl¿ on another device, performed more than 30 minutes apart. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with self-adjusted insulin (unspecified type or dose) and she advised that at 12:30 p.m., on (B)(6) 2017, in response to the alleged elevated readings, she decreased her food and/or drink consumption. The patient reported that she developed symptoms of ¿weakness, shaking and sweating¿ after the alleged issue occurred; however, she was unable to recall how much time passed between the alleged issue beginning and the onset of these symptoms. The patient advised that at 1 p.m., on (B)(6) 2017, she visited the doctor¿s office where she received a ¿blood check and some other testing¿ and her blood glucose was reportedly measured at ¿119 mg/dl¿ on the clinic device. There was no report of medical treatment for an acute blood glucose excursion. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter and that an approved sample site was used to obtain the results. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after decreasing her food and/or drink intake in response to the alleged elevated readings she obtained on the subject meter.